Event description:
It was reported that the patient experienced a shocking or jolting sensation at the neurostimulator pocket. The patient's device was revised and had great coverage. Further information is being requested.